Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure of multiple components on the c/a board. Additionally, the charger was found to have insect contamination throughout the unit the root cause for the component failures could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported a charger was resetting.